Event description:
It was reported that the patient was in a car accident on (B)(6) 2013 and was taken to the hospital with chest and shoulder pain. The patient was prescribed vicodin. The next day, the patient went to the emergency room (ER) because her urinary cystitis was bad. The patient was put on an antibiotic and the problem resolved. The patient woke up today and the problem was back. The patient reportedly had to been referred to an urologist, but the physician would not take her because she did not have insurance. The patient had an appointment to be seen at a different hospital on (B)(6) 2014. The patient currently felt stimulation. It was also stated that the patient gets ¿the infection¿ right after having diarrhea. The patient got diarrhea from taking antibiotics.

Manufacturer narrative:
Product ID: 3889-28, lot# v535688, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# v535688, implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had bladder infections since before the implant. They were having two to three bladder infections a month. They were working with their current doctor, who suggested to the patient to not have the implantable neurostimulator (ins) replaced and to leave the old ins implanted, if it was not bothering them.

Event description:
Follow up information received reported that the patient still had concerns with their device therapy but was working with their urologist. If additional information is received, a follow up report will be sent.